Event description:
It was reported that there were concerns the implantable cardioverter defibrillator exhibited premature battery depletion (pbd). It was noted that the battery life was 48% roughly 13 months prior to the day of the report. On the day of the report, it was stated the battery life was 15%. The boston scientific representative explained to the physician the typical engineering analysis but forewarned results may vary. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns with the subcutaneous implantable cardioverter defibrillator exhibiting premature battery depletion (pbd). It was noted that the battery life was 48% roughly 13 months prior to the day of the report. On the day of the report, it was stated the battery life was 15%. The boston scientific representative explained to the physician the typical engineering analysis. Device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains correction to following field: 1) h6: impact code.

Event description:
It was reported that there were concerns with the subcutaneous implantable cardioverter defibrillator exhibiting premature battery depletion (pbd). It was noted that the battery life was 48% roughly 13 months prior to the day of the report. On the day of the report, it was stated the battery life was 15%. The boston scientific representative explained to the physician the typical engineering analysis. Device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns with the subcutaneous implantable cardioverter defibrillator exhibiting premature battery depletion (pbd). It was noted that the battery life was 48% roughly 13 months prior to the day of the report. On the day of the report, it was stated the battery life was 15%. The boston scientific representative explained to the physician the typical engineering analysis. Device was explanted. No additional adverse patient effects were reported.